Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power test. No failed battery alarms were noted during testing. The device was received with corroded battery tube and corroded battery cap. The device had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reports to have received a failed battery test. Customer's blood glucose was 135 mg/dl. During troubleshooting for failed battery test it was found that battery compartment was corroded. Customer was advised that insulin pump would need to be replaced. No further information provided.